Event description:
I was perfectly healthy. I decided with my husband that we would not have anymore children but being that I had a c-section with my 1st and a vbacs with my 2nd child... We did not want to have me under the knife again. Essure seemed like the best solution. It was quick and easy, or so it seemed. I went in a week later and then a month after and all was well except for cramping which I was told was normal. The cramping I felt has yet to go away. I get weakness in my legs , I've gained over 100lbs I get sharp piercing pains on my right side where my ovary and fallopian tubes have been pointed out in x-rays. I feel sluggish. (B)(4).